Event description:
It was reported by service report that the motion interrupt pan was damaged, and the fowler assembly nut weld was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan and broken fowler assembly nut weld.